Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "downstream occlusion sensor out of tolerance" was reproduced. Evaluation found the downstream current reading out of specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor scale requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of downstream occlusion out of tolerance during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump had an out of tolerance downstream occlusion sensor. There was no patient involvement. No additional information is available. The device was received for evaluation. During functional testing, the reported "downstream occlusion sensor out of tolerance" was reproduced as the downstream current reading was found out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The downstream sensor requires calibration to address this issue. The reported issue did not refer to a device malfunction but rather a calibration reading out of range. Without an actual malfunction this would not result in a death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.